Event description:
It was reported that a device was about to be used during a low anterior resection. It was reported by the affiliate that the chd29 was being prepared for the case and the stapler broke. Could not rotate the adjusting knob. The stapler was not used in the case. There was no consequence to the pt.